Event description:
It was reported that the pt complaining of constant pain in right hip. Pt went through therapy and steroid injections. Pt sought second opinion in (B)(6) form dr. (B)(6). Pt had left hip replacement in (B)(6) 2010.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the device implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.